Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted 55% within 12 hours. The customer¿s blood glucose level was not impacted due to the reported issue. The customer stated they were using an expired continuous glucose monitor (cgm) and increased pump interaction. Tandem technical support educated the customer that increased interaction and expired cgm can increase battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.